Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
The patient reported that he had an infection at the generator site. The patient reported a "marble" started forming at his generator site and it got as big as a golf ball. The mass opened overnight and "stuff" came out. The patient went to the ER and the wound was clean. The patient reported that no battery replacement was believed to have occurred at that time. It was reported that the patient has not been seen by their neurologist for two years and no information could be provided for the reported events. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.